Event description:
It was reported that the concentric lesion was located in the distal rca with mild calcification and 90% stenosis, which was a thrombotic lesion. There was heavy tortuosity to the lesion. The guiding catheter was engaged and the guide wire crossed the lesion with heavy resistance. The guiding catheter was exchanged for greater support, but it still was not enough. The guide wire was again used in an attempt to cross the lesion and it was successful, but the tip of the guide wire would not cross distally. Another company's guide wire was inserted with the first guide wire still in place. At this time the two guide wires were inserted and there was no distal flow. Another company's balloon catheter was used and then the balloon catheter and second guide wire were removed. Upon removal of the first guide wire, it was noted the distal portion was missing. Fortunately, the distal portion was found in the guiding catheter and the separated portion was safely removed. The procedure was completed with new devices and there were no further problems.